Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose. The customer¿s blood glucose was 40 mg/dl. The customer¿s other blood glucose were 59 mg/dl and 55 mg/dl. The customer was treated with glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode. The customer reported that they did not allege insulin pump was over-delivering. The insulin pump will not be returned for analysis.